Event description:
It was reported that during a scheduled retrieval of a jugular g2 filter, that one of the arms was fractured. It was still attached when the filter was removed, but fractured. The filter was implanted several months ago in a patient who experienced a trauma. No reported injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter and detached filter arm were returned. The fractured arm was inspected under magnification and there were no unusual anomalies. Heat was applied and the filter took shape. All measurements taken were within specification. The investigation confirmed the complaint. The root cause is unknown. The current IFU (information for use) states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.